Event description:
The moses laser gave an error code when attempting to take it off of standby mode. Laser was restarted 3 times and support was contacted due to repeat of same error codes. Laser portion of surgery had to be cancelled and a stent was placed in the ureter instead. The patient will have to return to have the laser portion done.